Event description:
It was reported that during use of the bd vacutainer® edta 2k the health care professional felt that the negative pressure was weak there was no vacuum. Under fill of tubes. This occurred on 10 separate occasions but the date/time and or patient information is unknown.¿ foreign complaint the following information was provided by the initial reporter, translated from japanese to english: hcp felt the vacuum was weak.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for undefill with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for underfill with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd vacutainer® edta 2k the health care professional felt that the negative pressure was weak there was no vacuum. Under fill of tubes. This occurred on 10 separate occasions but the date/time and or patient information is unknown.¿ foreign complaint the following information was provided by the initial reporter: hcp felt the vacuum was weak.